Manufacturer narrative:
Combination product? - corrected.ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had broken fabric threads and exhibited bulging when inflated in proximal cylinder body; no leaks were found. The krt of both cylinders were worn to filament. The standard inflate/deflate pump was visually inspected; no leaks were found. The pump was not functionally tested due to device malfunction confirmed with the returned cylinders. Product analysis confirmed device malfunction with the returned cylinders.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to unspecified reasons. The 65 cc reservoir and 1 1/2 cm rear tip extenders bilaterally. Were left in place. New inflatable penile prosthesis cylinder and pump components were implanted.

Manufacturer narrative:
Device evaluation: ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had broken fabric threads and exhibited bulging when inflated in proximal cylinder body; no leaks were found. The krt of both cylinders were worn to filament. The standard inflate/deflate pump was visually inspected; no leaks were found. The pump was not functionally tested due to device malfunction confirmed with the returned cylinders. Product analysis confirmed device malfunction with the returned cylinders.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to unspecified reasons. The 65 cc reservoir and 1 1/2 cm rear tip extenders bilaterally. Were left in place. New inflatable penile prosthesis cylinder and pump components were implanted.